Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized fifteen days prior to death for an unrelated issue. On an unknown date, the patient was transferred to a different hospital and subsequently died. The cause of death was reported to be a cardiac issue further described as a heart rupture. It was unknown if therapy was ongoing while hospitalized or prior to death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.